Manufacturer narrative:
Device was discarded by the site therefore no analysis can be performed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during a cranial biopsy procedure, the site was having difficulties removing the screws from the skull mounted base. Two of the screws broke off into the patients skull and had to be drilled out. There was a delay to the procedure of 5 minutes. The site reported minimal impact to patient. Entire disposable biopsy kit disposed of by the site.